Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint of "frayed wire". The instrument conductor wire was found to have damaged insulation. As a result there was thermal damage on the wire and the clevis. A review of the instrument log for the permanent cautery hook instrument (470183-11/n10171220) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2018. No additional complaints related to this product and/or this event have been reported. No image or video was provided by the site for review. This complaint is being reported because damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the permanent cautery hook instrument had a frayed wire. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that after further investigation, they do not have proof that the instrument was used on a patient. There were no uses noted in the surgical records for the permanent cautery hook instrument. The customer confirmed that this issue was identified during pre-operation indicating no patient involvement.